Event description:
Customer reported that his blood glucose was 267 mg/dl and the infusion set had bubbles in the tubing and he was unable to get rid of them. Advised customer to change the reservoir, infusion set, and return them for analysis. Customer stated that he is new to the insulin pump and his blood glucose had been from 77 to 291mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The information provided with the initial report in section b.1 was incorrect. The correct information has been provided with report.